Manufacturer narrative:
Argus case: (B)(4).

Event description:
I'm suffocating [suffocation]. It lasts for around 2 hours, then I wake up feeling parched [dry mouth]. Case description: this case was reported by a consumer via call center representative and described the occurrence of suffocation in a female patient who received glycerin (biotene oral balance gel) gel (batch number bvd14, expiry date 31st july 2026) for dry mouth. On an unknown date, the patient started biotene oral balance gel. On an unknown date, an unknown time after starting biotene oral balance gel, the patient experienced suffocation (serious criteria haleon medically significant), dry mouth and accidental ingestion of product. The action taken with biotene oral balance gel was unknown. On an unknown date, the outcome of the suffocation, dry mouth and accidental ingestion of product were unknown. It was unknown if the reporter considered the suffocation and dry mouth to be related to biotene oral balance gel. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the adverse event information was received from a consumer via (phone) call center representative on 12mar2024. It was reported that, "I am calling about biotene dry mouth gel. Whenever I use it just seems to foam up too much and I end up swallowing most of it, so there's not much left and it doesn't last very long because of that. It foams up so much that I feel like I'm suffocating. It lasts for around 2 hours, then I wake up feeling parched. I used to use the mouthwash before the gel, should I go back to using that instead? My dentist wasn't very helpful. I don't remember when I started using it precisely. Lot looks like bvd14, expires july 2026. I had another tube before this one and it was the same, so I don't think the issue is with the product itself. Well, I appreciate you speaking with me regardless." This case was reported by a consumer via call center representative and described the occurrence of suffocation in a female patient who received glycerin (biotene oral balance gel) gel (batch number bvd14, expiry date 31st july 2026) for dry mouth.